Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The valve actuation test passed. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined

Event description:
A peritoneal dialysis (pd) patient was noted as having an increased intraperitoneal volume (iipv) due to an overfill event where the drain volume during a pd treatment was 239% of the fill volume. The patient had called technical services (ts) after receiving an air detected in cassette warning. A fluid leak was not found by the patient, but when ts reviewed the treatment data the overfill was identified. During 1st treatment the patient bypassed cycle 4 after draining only 279ml of a 2003ml fill. The patient then powered off the cycler and set up with new supplies. The patient started second treatment by bypassing most of treatment to get to drain 3, but only drained 224ml because air detected in cassette alarm was encountered. The patient called technical services. The patient was then taken to 4th cycle and drained 4282ml. The notes indicate a fill of 2003ml --but then drained a total of 4787ml, which is an indicated 239% overfill. In a follow up call, the patient verified that there was no harm, adverse event or intervention associated with the report. The patient was sent a new cycler and it is working very well. The complaint cycler is available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient was noted as having an increased intraperitoneal volume (iipv) due to an overfill event where the drain volume during a pd treatment was 239% of the fill volume. The patient had called technical services (ts) after receiving an air detected in cassette warning. A fluid leak was not found by the patient, but when ts reviewed the treatment data the overfill was identified. During 1st treatment the patient bypassed cycle 4 after draining only 279ml of a 2003ml fill. The patient then powered off the cycler and set up with new supplies. The patient started second treatment by bypassing most of treatment to get to drain 3, but only drained 224ml because air detected in cassette alarm was encountered. The patient called technical services. The patient was then taken to 4th cycle and drained 4282ml. The notes indicate a fill of 2003ml --but then drained a total of 4787ml, which is an indicated 239% overfill. In a follow up call, the patient verified that there was no harm, adverse event or intervention associated with the report. The patient was sent a new cycler and it is working very well. The complaint cycler is available to be returned for analysis.